Event description:
It was reported that a transmitter failed error occurred. The patient reported a low transmitter battery message followed by a transmitter failed error. The sensor was replaced in the morning on (B)(6) 2023. After warm-up, the patient received a low transmitter battery message. In the afternoon, her continuous glucose monitor (cgm) alerted her to falling glucose, and she went to get food to self-treat. However, before she was able to ingest any food, she lost consciousness and experienced a seizure. When she woke six hours later, she was trembling, diaphoretic, and being concerned she would fall again, she waited another hour before getting up. Her cgm displayed a transmitter failed error, but she could not go upstairs to replace it, as she had sustained an injury to her ankle and big toe. The following morning, she consulted her healthcare provider who directed her to go to the hospital for evaluation. She contacted her daughter who assisted her with replacing the transmitter and transported her to the hospital. On (B)(6) 2023, the patient was admitted to the hospital where she was diagnosed with a fractured ankle, big toe, and evaluated for a cerebrovascular accident (cva) with a head computed tomography (CT) and a chest magnetic resonance imaging (MRI) and treated with anti-seizure medication. The patient was released from the hospital on (B)(6) 2023. The patient alleged the seizure was related to hypoglycemia and that her tandem pump continued to deliver insulin during the failed transmitter error. She reviewed her cgm data post event and noted her cgm was 40 mg/dl when she went to get food. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.